Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mm x 20mm x 143cm nc quantum apex balloon catheter was advanced for dilatation. However, the balloon ruptured within the specified pressure. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks in the hypotube. There was blood and contrast in the inflation lumen and contrast in the balloon. There was also blood in the guidewire lumen. Inspection of the device revealed a pinhole leak in the balloon 6mm proximal of the distal marker band. Inspection of the remainder of the device presented no damage or irregularities. Product analysis did confirm the reported balloon burst as there was a pinhole 6mm proximal of the distal marker band.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, the balloon ruptured within the specified pressure. The procedure was completed with a different device. There were no patient complications nor injuries reported.